Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for atrial lead position check (alpc) fail which disabled therapies. The right atrial (ra) lead also exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.